Event description:
It was reported a patient experienced a sudden loss of therapy on the left side of his body and a significant decrease in recharge intervals. Impedance testing was consistent with a short circuit. Testing showed that it got significantly worse between the ¿(B)(6)¿. It was noted that nothing out of the ordinary occurred that may have led to a sudden loss of therapy. The right brain lead was turned down to zero to avoid drain on the battery. An x-ray report indicated the right brain lead was exiting the cap at a slight angle and there was a moderately tight figure of 8 coiling of the lead at the burr hole. It was noted that it was hard to see a clear kink. Because of the slightly suspicious appearance of the lead, the neurologist and the neurosurgeon performed an exploratory surgery on 2014-(B)(6) to investigate the integrity of the dbs system. The neurosurgeon commenced by opening the ipg site, and disconnecting the extension from channel 2. No evidence of damage or fluid ingress was seen. Impedance tests of the extension and lead using a multi-lead trailing cable (mltc) still showed a potential short circuit remained. The extension was refitted into channel 2. The neurosurgeon opened the lead/extension connection site at brain. The right lead was identified. The boot was removed and the connection was inspected. There was no evidence of damage or fluid ingress. The lead was disconnected from the extension. Lead impedance was tested using a twist lock cable. A potential short circuit still remained. They were aware that if a problem was found with the lead, the patient would have to return to theatre on another day to have a repeat stage 1 procedure. It was noted that the surgery was device related and the patient recovered. An impedance measurement of the right hemisphere at 0.7v found contacts 8 and 10 was 122 ohms and contacts 9 and 11 was 81 ohms. An impedance measurement of the right hemisphere at 0.7v found contacts 8 and 9 was 99 ohms, contacts 8 and 11 was 98 ohms, contacts 9 and 10 was 90 ohms, contacts 9 and 11 was 82 ohms, and contacts 10 and 11 was 89 ohms. An impedance measurement of the right hemisphere at 3.00v found contacts 8 and 10 was 102 ohms and contacts 9 and 11 was 99 ohms. An impedance measurement of the lead extensions at .7v found contacts 0 and 2 was 93 ohms. All impedances measured on contacts 4, 5, 6, <(>&<)> 7 were greater than 10000 oms. An impedance measurement of the right hemisphere at 3.00v found contacts 0 and 2 was 85 ohms and contacts 1 and 3 was 73 ohms. An impedance measurement of the right hemisphere at 3.00v found contacts 8 and 10 was 104 ohms and contacts 9 and 11 was 96 ohms. Additional information received reported a stage 1 lead revision was scheduled. The neurosurgeon reconnected the lead/extension and replaced a new boot over connection. The patient¿s device was switched on with only the left lead in use; the right lead was set to 0 volts.

Manufacturer narrative:
Concomitant: product ID 3387-40, lot# 0205244329, implanted: 2011-(B)(6), product type lead. Product ID 37085-40, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 3387-40, lot# 0205266616, implanted: 2011-(B)(6), product type lead. Product ID 37085-40, serial# (B)(4), implanted: 2011-(B)(6), product type extension. (B)(4).